Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply, fluoro functions board, generator interface board and back plane board were replaced. The system was tested and functions as intended.

Event description:
The customer reported that the x-rays stay on after the x-ray switch was released. No pt injury was reported.